Event description:
Customer reports that during a surgery that took place on (B)(6) 2025, the tip of the ap2-100002 admiral acp screwdriver sheared off. All pieces were retrieved, however, the issue resulted in a 30-minute surgical delay. No additional medical or surgical treatment was required, the surgery was able to be completed and there were no adverse patient outcomes. Customer states the surgeon used the proper technique with the instrumentation. Multiple follow-up attempts were performed to have the product returned for investigation, however, the admiral acp screwdrivers were not returned and are not available for evaluation. This occurred with two separate admiral acp screwdrivers. This MDR is to document the event against the second lot of the admiral acp screwdrivers. See MDR 3012120772-2025-00030 for the first lot.

Manufacturer narrative:
The admiral acp screwdriver is not available for evaluation. No definitive root cause could be established. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components.